Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip failed to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a polypectomy procedure performed on (B)(6) 2026. During the procedure, the clip failed to release from the catheter. The clip was eventually deployed into the colon with manipulation. The clip was retrieved with graspers and no tissue damage to the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.